Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead the patient experienced a pericardial effusion. It was also reported a rv lead perforation occurred and, the lead exhibited high thresholds, intermittent non capture with diaphragmatic stimulation. The patient was hospitalized. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.